Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
T was reported that bd nexiva 20 ga x 1.00in sp with maxzero bent and broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Date of occurrences: (B)(6) 2023. Number of product affected: 2 opened and noted to have the potential defect. 68 total removed after these 2 were noted to be potentially defective. Description of what happened: two separate rn's on two different occasions were inserting a 20g IV. During the insertion attempt, while trying to float the catheter into the patient's vein, the catheter bent and broke (not completely broken off). Was the course of treatment altered?: yes, the defective IV's were removed, another IV from another lot # was used. Any harm to the patient?: required another needle stick. We have had a couple of the IV catheter products bend and break upon trying to start an IV. They have all had the same lot# 3153952; we have pulled any other caths with this same lot# off the shelf, this totals around 40ea. Would you be able to replace them for us and file a qc report? Add info received on 17-oct-2023. 1st customer response: did the two occurrences took place on the same date ((B)(6) 2023)? If no, could you kindly provide the incident date? Yes, the two occurrences took place on the same date is sample available for evaluation? If yes, kindly provide the facility address for us to create a return label. Unfortunately, no. The nurses threw the catheter away before obtaining a picture due to blood contamination. If you are unable to send a sample, could you provide any photo/video of the reported issue? Unfortunately, no. The nurses threw the catheter away before obtaining a picture due to blood contamination. Was there a delay of, or change in, the course of treatment due to the event? Another IV insertion attempt was required. After the second occurrence, the nurses removed all IV's with the same lot # for safety reasons which was a temporary delay in treatment while obtaining new IV's. What type of procedure is being performed? IV insertion. What was the medication/fluid in use at the time of the event? No.